Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose drive support disk. Further testing could not be performed due to the loose drive support disk.

Event description:
It was reported that the customer is having problems with the insulin and alarmed no delivery while changing the infusion set. The blood glucose reading was 284mg/dl. Troubleshooting was performed, and the drive support cap was protruded and sticking out of the device. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.